Event description:
It was reported that balloon removal difficulty occurred. The target lesion was located in the left circumflex artery and left anterior descending artery. A rebel stent was advanced and implanted in the lesion at 12-14 atmospheres for at least 30 seconds. After stent deployment, the stent delivery system (sds) balloon was fully deflated and an attempt was made to remove the sds under fluoroscopy however, the sds balloon became stuck on the recently implanted stent to the point where the guide catheter was drawn into the artery as the sds was pulled back. The sds was aggressively pulled and the sds balloon was able to be removed without other intervention. The implanted stent remained well apposed to the vessel wall and there was no damage noted on the stent. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).